Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that patient reported feeling overwhelmed by life stressors and he took the batteries out of the lvad and drank half a bottle of benadryl thinking he would go to sleep. After forty-five (45) minutes he put the batteries back in and started the vad. Patient denies having any adverse symptoms during the time the vad was off upon admission to the emergency department (ed). The following day patient voiced that he had "no more suicidal ideations". With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Psychiatric episodes are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Code (B)(4) was used as there is no code for hospitalization, psychiatric episode and nonfatal suicide.

Event description:
It was reported from the site that patient reported feeling overwhelmed by life stressors and he took the batteries out of the lvad and drank half a bottle of benadryl thinking he would go to sleep. After forty-five (45) minutes he put the batteries back in and started the vad. Patient denies having any adverse symptoms during the time the vad was off upon admission to the emergency department (ed) on (B)(6) 2013. On (B)(6) 2013 patient voiced that he had "no more suicidal ideations". He was encouraged to have counseling and join a support group, and continue on paroxetine 40 mg daily. His next counseling appointment is on (B)(6) 2013. Upon discharge on (B)(6) 2013 he denies any suicidal thoughts and issue was said to have been resolved.